Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device presented poor temperature control. During procedure, an intellanav st ablation catheter was selected for use. It was observed that the power could not go up, and the temperature could only reach 30c. Catheter was replaced and the issue was resolved. The procedure was completed successfully. The patient condition following procedure was stable. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav st ablation catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, device was visually inspected an no defects were noticed. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed and the device was found within specifications. No shorts or opens were detected. The ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observation of catheter poor temperature control. The device functioned as intended and was found within specifications.

Event description:
It was reported that the device presented poor temperature control. During procedure, an intellanav st ablation catheter was selected for use. It was observed that the power could not go up, and the temperature could only reach 30c. Catheter was replaced and the issue was resolved. The procedure was completed successfully. The patient condition following procedure was stable. The device is expected to be returned for analysis.